Event description:
The instrument was reported for unknown reason. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - the device associated with this report was returned. The end of the handle broke off. Strike end is separated from the rest of the instrument. Broken part was returned for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.